Event description:
A customer reported that their oev261h high definition lcd monitor would not power up when preparing the device for use. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.